Manufacturer narrative:
B2 outcomes attributed to adverse event , corrected data: initial report inadvertently left field blank. B6 relevant tests/laboratory data, corrected data: initial report inadvertently forgot to list last known system diagnostics. H6 evaluation codes, corrected data: initial report inadvertently listed wrong codes.

Event description:
The patient reported having difficulty breathing in their sleep and then underwent a sleep study. The study diagnosed the patient with sleep apnea that was assessed to be exacerbated by vns stimulation. No other relevant information has been received to date.